Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and cervical radiculopathy. It was reported that the patient's first pump had run out of medication. The event occurred 7-8 years ago. It was noted that the patient ran out because of a workman's comp issue and they would not refill the patient until he got the paperwork. The pump alarmed for about a week, then the patient called them, got in for a refill, and the event resolved. It was noted that the sound was consistent with the pump alarms. The sound was a single alarm, but the patient could not remember. The patient's legs "kind of cramped a little bit" but did not have any major symptoms that the patient could recall. The patient was looking for a new hcp as his pain clinic was not seeing any more patients after (B)(6) 2016 and he was due on (B)(6) 2016 for a refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.